Event description:
It was reported that on (B)(6) 2015, the patient went to her pain physician to have her pump refilled, and they were unable to refill it because all the medications were still in the reservoir. The patient stated the low reservoir alarm date was (B)(6) 2015. The patient never heard any pump alarms. They gave her oral baclofen and sent her home. On (B)(6) 2015, she was in really bad pain; could not speak right; was "all mixed up, a mess and in excruciating pain;" and was not able to text or contact her son to let them know what she was experiencing. The symptom onset was gradual. On (B)(6) 2015, she went to the hospital in an ambulance. They first thought she took too many oxycodones, and then thought the patient may have been going through withdrawal being without the intrathecal (it) bupivacaine and fentanyl. They gave her a fentanyl patch and ativan so she could settle down and be able to talk correctly again. The patient was discharged from the hospital on (B)(6) 2015. The patient was redirected back to her healthcare provider (hcp). The patient had an appointment with her primary care doctor on the date of the report, and planned to see if the doctor could refer her to a pain doctor with a closer location. The patient was ¿due¿ for a new pump to be implanted in (B)(6) 2015. The pump system was being used to infuse fentanyl, bupivacaine, and baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n152871031, implanted: (B)(6) 2008, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. The patient received assistance from their hcp or manufacturer¿s representative and their concerns were resolved at an appointment in (B)(6) 2015. The patient noted they ¿just needed a new card and had questions.¿